Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results and poor barrier separation with the incident lots. A review of the device history records was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation of sample. This occurred on 20 occasions after use. The following information was provided by the initial reporter: material no. 367986, batch no. 9003752 and 8261874. -it is reported by customer small amounts of red blood cells are found in gel separator after centrifugation as well as erroneous results. Customer would like to know if bd has statistics on red cells when using a general sst tube. 11-nov: additional complaint was created due to customer reporting 2 different sites experiencing these occurrences.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2019-11-08 h3 other text : see h.10

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation of sample. This occurred on (B)(4) occasions after use. The following information was provided by the initial reporter: material no. 367986, batch no. 9003752 and 8261874 -it is reported by customer small amounts of red blood cells are found in gel separator after centrifugation as well as erroneous results. Customer would like to know if bd has statistics on red cells when using a general sst tube. (B)(6) : additional complaint was created due to customer reporting 2 different sites experiencing these occurrences.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9003752. Medical device expiration date: 2019-12-31. Device manufacture date: 2019-01-03. Medical device lot #: 8261874. Medical device expiration date: 2019-09-30. Device manufacture date: 2018-09-18. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation of sample. This occurred on 20 occasions after use. The following information was provided by the initial reporter: material no. 367986, batch no. 9003752 and 8261874. It is reported by customer small amounts of red blood cells are found in gel separator after centrifugation as well as erroneous results. Customer would like to know if bd has statistics on red cells when using a general sst tube. 11-nov: additional complaint was created due to customer reporting 2 different sites experiencing these occurrences.